Event description:
Patient reported via regulatory agency left side "enlarged lymph nodes, feels as if it is in my armpit, discomfort and underneath of my breasts are sensitive, and biopsies found unusual cysts" and "beyond scared that all these symptoms have to do with my implants". Patient additionally reported "autoimmune issues;" this event is not related to the device. Healthcare professional additionally reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening on posterior, orange particles in the gel and underweight. A visual and microscopic analysis were performed which identified sharp opening and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a shar opening on the posterior side assessed as an unidentified (tear) opening.

Event description:
Healthcare professional additionally reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: lymphadenopathy. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. In response to FDA report number: mw5090209.

Event description:
Patient reported left side "enlarged lymph nodes, feels as if it is in my armpit, discomfort and underneath of my breasts are sensitive, and biopsies found unusual cysts" and "beyond scared that all these symptoms have to do with my implants". Patient additionally reported "autoimmune issues;" this event is not related to the device. Device remains implanted.